Event description:
It was reported that a patient underwent a small bowel resection on (B)(6) 2013 and a barbed suture was used. When the surgeon made the first tissue pass, the suture came through the tissue and the tab was missing. A second package was opened to complete the case. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion : the actual device involved in this event was returned for evaluation. It was determined that both sides of the fixation tab had sheared off from the rest of the device. This is not an unexpected failure mode when the fixation tab is overstressed. It appears that the shearing of each side of the fixation tab took place in approximately the same location relative to the core of the device. Nothing unusual was noted about the fracture surface. The halves of the fixation tab that sheared off from the rest of the device were not returned. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.